Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump went dead then began alarming a software error detected. The customer¿s blood glucose during the incident was 156 mg/dl. They were using the basal delivery when the alarm occurred. Troubleshooting was performed. It was determined that the device should be replaced. The device will be returned for analysis.

Manufacturer narrative:
The formatted history file confirmed pump error 53. Unable to determine the root cause per r and d. Unit received with minor scratched lcd window and cracked retainer.